Event description:
It was reported that, during device prep, the balloon of a swan ganz catheter could not deflate even when the syringe was pulled back. It was also noted that there was perforation at the tip of the catheter. Issue was resolved by using a new kit. No patient involvement but issue caused delay.

Manufacturer narrative:
Additional product code: kra, dqe, dqo. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Multiple attempts were made to secure return of the device however the customer has not responded nor sent the device back for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The device history record review was completed and the product passed without nonconformances. No corrective actions will be taken at this time. As part of preparation, the instructions for use (IFU) states to check balloon integrity by inflating it to the recommended volume. Check for major asymmetry and for leaks by submerging in sterile saline or water and deflate balloon before insertion.